Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after the end user was receiving higher than normal blood glucose results from his prodigy diabetes meter. The end user performed several blood glucose tests and received the following results - 575 mg/dl, 585 mg/dl and 595 mg/dl. Based on the high readings and feeling tired the end user was taken to the ER. Upon arrival to the ER the end user's blood glucose was 200 mg/dl. An unknown IV fluid was administered along with a shot of humalog. After 3 days in the hospital the end user was discharged and instructed to monitor his blood glucose levels. No additional details were provided in relations to this medical event.